Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft system was implanted in the patient for the endovascular treatment of a thoracic rupture at the isthmus level. It was reported that the patient experienced renal insufficiency one day post procedure. There was elevation in creatinine. The patient was treated with medication and the event was resolved three days later. The investigator assessed that the event was not related to the device but related to the procedure. No additional clinical sequelae was reported and the patient is fine.